Manufacturer narrative:
(B)(4). The samples received for evaluation were related to a 2240 alarm from the same customer that happened after this peritonitis report; therefore, the evaluation is not related to this report of peritonitis. The 2240 alarm and sample evaluation were submitted under report number 1423500-2010-02714 and are being rescinded from this report. The root cause of this peritonitis was undetermined.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This is a report of a homechoice patient (hp) who stated that he was diagnosed with peritonitis at the beginning of (B)(6) 2010. The hp was on antibiotics for the peritonitis, taken with 1000ml of solution intraperitoneally and left in for 6.5 hours. The peritonitis has since resolved. Due to the peritonitis, the patient stated his blood sugar and blood pressure have not been right, but now he is getting back on the right track. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This is number 1 of 4 complaints for the report of peritonitis. A review of all batch record documents was performed with no issues noted during the manufacturing process. The product analysis lab received two companion samples. The companion sets were in original packaging and not opened. Sets were placed on machine for priming and run with no alarms noted. No abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab.